Event description:
It is reported that the devices were implanted in 2007. The device was revised in 2008, due to the stem breaking under the cone.

Manufacturer narrative:
Other device used: catalog #00999101745, zmr hip system femoral body revision spout body, lot #00103736. Evaluation summary: the porous stem has fractured at the junction with the spout body. Scanning electron microscopy analysis shows that the fracture has occurred by fatigue. The package insert contains statements warning that device fractures may occur where excessive patient weight, excessive patient activity, or lack or proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk management activity has been initiated. Should additional substantive information be received, this report will be amended. Evaluation: device history records indicate device manufactured to specification.